Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:12:37. During night drain cycle four, the patient's ultrafiltration reading was 1330ml, indicating the home patient (hp) drained 1330ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be a false empty detect and use error, the initial drain setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.